Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was difficult to position and exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms. The lead was removed and another lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported.